Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder silicon jaws pulled/peeled back when they put it through the port. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning, as it was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)